Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. In the second firing during the cycling of the reload, the jaws were not closed entirely. They were opened. Tried to unload and load another reload, but the same thing happened. Changed the handle with the same reload and the jaws were closed properly. The rest of the operation went smoothly. There was no patient harm.